Event description:
Based on the info that was reported to the co, the pt wa admitted to a hosp 1 week after a surgery. It is reported the pt has a full thickness burn to lower inside left thigh/knee, and extensive scarring has resulted. It is not clear how this event relates to the product in this report.